Event description:
Drägerwerk ventilator malfunction. Ventilator alarm stated "o2 measurement failure" manufacturer response for ventilator, (brand not provided) (per site reporter). Our biomed department has performed troubleshooting per the service manual. A o2 sensor calibration was performed. It failed three times. Biomed will now reach out to drägerwerk services to inform them.